Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvf088 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "nurse reports using the powerloc max (0142010, lot asdvf088) and noting the device leaking at the hub/tubing connection. This has occurred on several pediatric patients receiving continuous chemo blinatumomab. Ms&s discussed possible causes of leaking and informed that some medications may not be compatible with the tubing. Informed that this needle has tubing made of pvc that is dehp free and recommended she contact the drug manufacturer regarding the use of medication with the needle." (B)(6) 2020: it was reported that patient was accessed (B)(6) 2019. Family called their homecare nurse to inform them there was a leak from the port catheter. The patient was brought to the clinic for evaluation and found to have leaks just above the hub. Even when clamped down to the lowest portion saline was still "leaking" from the top of the hub. Patient was deaccessed and reaccessed. Visible leakage of blinatumomab. Patient harm occurred due to needing to be deaccessed and reaccessed quickly, therefore there was no time for numbing cream. Continuous infusion paused for at least 2 hours before restarting."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvf088 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "nurse reports using the powerloc max (0142010, lot asdvf088) and noting the device leaking at the hub/tubing connection. This has occurred on several pediatric patients receiving continuous chemo blinatumomab. Ms&s discussed possible causes of leaking and informed that some medications may not be compatible with the tubing. Informed that this needle has tubing made of pvc that is dehp free and recommended she contact the drug manufacturer regarding the use of medication with the needle." (B)(6) 2020: it was reported that patient was accessed (B)(6) 2019. Family called their homecare nurse to inform them there was a leak from the port catheter. The patient was brought to the clinic for evaluation and found to have leaks just above the hub. Even when clamped down to the lowest portion saline was still "leaking" from the top of the hub. Patient was deaccessed and reaccessed. Visible leakage of blinatumomab. Patient harm occurred due to needing to be deaccessed and reaccessed quickly, therefore there was no time for numbing cream. Continuous infusion paused for at least 2 hours before restarting."